Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n238133007, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(4) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). ; product ID: 8598a, serial/lot #: (B)(4), ubd: 14-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (25mg/ml at from 24.993mg/day before replacement to 15mg/day after) via an implantable pump. It was reported that during regularly scheduled pump replacement procedure on (B)(6) 2021, the hcp was unable to aspirate from the catheter. The cause of event is undetermined. The catheter was replaced and the issue was resolved at the time of the report.